Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 the glidescope bflex 5.0 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bflex 5.0 and confirmed the no image issue. The technical service representative found that when the b-flex 5.0 was connected to a working core 10" monitor and a quickconnect cable, the light powered on briefly but stopped working within five (5) seconds. The core 10" monitor indicated a user camera attachment was needed even though the bflex 5.0 was securely attached. The glidescope bflex 5.0 bronchoscope was sent to engineering for further investigation. Further investigation confirmed the core 10" monitor was unable to receive a video feed from the glidescope bflex 5.0 via the quickconnect cable even though the bflex was receiving power from the core 10" monitor as the led tip was turned on for a short period. The root cause of the customer complaint is due to a defective onanon receptacle component that has pin 5 and pin 6 soldered together on the receptacle's pcba. This problem has been deemed to have a risk rating of r1 which is an acceptable risk.

Manufacturer narrative:
The glidescope bflex 5.0 single-use bronchoscope was received by verathon inc on 30 jul 2020 but has not yet been analyzed. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the device would not generate an image. It was reported that other bronchoscopes in the same box were working fine. An unspecified delay in the procedure occurred as another glidescope bflex 5.0 bronchoscope was obtained. No harm to the patient or user was reported.